Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose around the time was 200 mg/dl. The customer sweats a lot during the night and believes that his insulin pump got wet advised to discontinue use of the insulin pump and that it would need to be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.